Event description:
It was reported that the customer was hospitalized with a low blood glucose of 40 mg/dl. It was stated that the customer felt the insulin pump was not working properly. The caller requested to have someone go to the hospital to troubleshoot the insulin pump. Advised the caller that the local diabetes educator would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.